Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that following a microstent implant procedure, the patient presented with choroidal effusions. Event resolved without sequelae. Additional information has been received from the surgeon and stated that, the device obstruction (partial) was noted. The patient also had dry itchy watery eyes, but no changes since last visit. Subject was not hospitalized. No extra interventions, treatments required, iop still well controlled, stent functional possible to receive goniosynechie with nd;yag laser but not needed. The patent is under stabilization period.

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of choroidal effusions and device obstruction; therefore, the condition of the product could not be verified. A lot number was identified, however the lot does not contain a vitrectomy probe lot number therefore, a device history record review could not be conducted. A sample was not received at the investigation site, sufficient clinical data was not received, and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from the surgeon and stated that iol was well controlled, and synechiae has not changed and therefore they will be will abstain from yag synechiolysis. There is no reason to intervene and lyse adhesion. Additionally subject was noted to have focal area of iris to stent inlet. No intervention was required and they will monitor per usual post op follow up. As per investigator the issue was related to device.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).